Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies or defects. Visual inspection after saline solution having been let to flow through it by gravity drop, found the formation of thrombus in the oxygenator module. The actual device was fixed with glutaraldehyde solution. The housing component and the filter was removed for further inspection of the inside of the oxygenator module. The formation of thrombus was noted on the fiber winding. The fiber layers were removed gradually and each layer was subjected to visual inspection. The closer the layer came to the heat exchanger, the more amount of red thrombus was found to have been formed on the fiber winding. After all the fiber layers were removed, the heat exchanger was subjected to visual inspection. The formation of red thrombus was found on it. A review of the device history record of the involved product/lot# combination confirmed there were no production related problems. A search of the complaint file confirmed that the involved product /lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined from the available information, it is likely that thrombus was formed inside the oxygenator module and hampered the blood flow, resulting in the increase in the pressure. The cause of the formation of thrombus cannot be determined from the available information. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported an increase in pressure on the capiox fx25 device. Follow up communication from the user facility reported the following information: it was reported blood was suctioned into the reservoir; the re-circulation was carried out for 40-50 minutes; immediately before the initiation of the ecc, the pressure before the membrane started to increase up much higher than 500mmhg; as the circulation had not started yet; the whole tubing pack, including the actual sample, was changed out; after the change out, the problem disappeared; the operation was completed successfully; with no harm to the patient; and it was reported there was no application of sweep gas during the recirculation and blood did not become alkalotic.